Event description:
Pulse oximeter sensor removed from the dorsum of left foot earlier this year. There were exposed wires noted on the pulse oximeter. A small (2cm) erythematous indentation was noted. There were also exposed wires noted on the device. Physician was notified and site was left open to air.